Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9197398. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause and retention samples for the affected lot performed as expected. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. H3 other text : see h.10

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked "hypertonic drug" at the puncture site during use on a newborn patient. Additionally, it was reported that the catheter also bent during use. Both events reportedly occurred on (B)(4) separate occasions each, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "during using, the indwelling needle remaining time was too short, it also showed seepage and catheter bending." "During use, the products have the follow issues :the indwelling time was too short.the indwelling time is about 3-4 hours (considering that the drug is a hypertonic drug and the patient is a newborn, the group is special); most of the puncture sites are in the forearm. There is a small amount of leakage and exudation in the puncture port. (Not excluded liquid extravasation caused by indwelling needle passage blockage). And catheter bending

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked "hypertonic drug" at the puncture site during use on a newborn patient. Additionally, it was reported that the catheter also bent during use. Both events reportedly occurred on 2000 separate occasions each, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "during using, the indwelling needle remaining time was too short, it also showed seepage and catheter bending." "During use, the products have the follow issues: the indwelling time was too short. The indwelling time is about 3-4 hours (considering that the drug is a hypertonic drug and the patient is a newborn, the group is special); most of the puncture sites are in the forearm. There is a small amount of leakage and exudation in the puncture port. (Not excluded liquid extravasation caused by indwelling needle passage blockage). And catheter bending."